Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacturer date is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A brief description from the surgery center indicated due to the corneal burn, the procedure took more time to complete as the surgeon had to place some sutures to close the wound. Patient outcome is well.

Manufacturer narrative:
The device manufacturer date was provided as 03/20/2015. Device manufacture date of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/28/2020. Device returned to manufacturer? Yes. Device evaluation: handpiece serial no. (B)(4) was returned for evaluation. Per evaluation report, there was no failure found. The handpiece operated within the specifications and without excessive heat generation. The reported issue was not confirmed. Manufacturing record review: the device history record of the phaco handpiece serial # (B)(4) was reviewed. There was no non-conformance record associated with this phaco handpiece serial #(B)(4). Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.